Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving gablofen (2000 mcg/ml at 462.8 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On 24-aug-2016 it was reported that an alarm was not heard. Telemetry confirmed a low battery reset alarm. The logs ¿overflowed with low battery resets¿. It was unknown when the first one occurred as the logs were full, but the patient¿s symptoms increased today; the patient had an increase in spasticity and pain. The symptoms had come on suddenly. The pump was replaced which resolved the issue and the patient's symptoms. The cause of the issue was not determined.

Manufacturer narrative:
Analysis of the pump identified high battery resistance. The pump was found to be within volume specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.